Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter that looks like fungus was found on the tip of the bd plastipack¿ 20 ml syringe. This was noticed before use and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation: based on DHR review, there were no non-conformance relating to this defect. With analysis of the sample photo and the mold history, it was possible to confirm the reported defect, since maintenance occurred (adjustment and cleaning of the air vents). The defects were caused due to dirt in the air venting of the mold, which hinders the process of injection due to the existence of entrapped air, thus generating parts burned in the nozzle and even damaged.